Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The quality controls passed on both meters. The strip port of meter uu14540073 was contaminated with control material. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter serial number: (B)(4) was received for investigation and tested with retention test strips and quality control materials. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 md/dl. Results: level 1: 43,44,44 md/dl. Level 2: 294, 304, 294 md/dl. All returned results are within the acceptable range. The device was disassembled and its electronic compartment was visually inspected. The strip port area and contacts were checked. Residues of an invading fluid (qc material) were observed on internal parts of the meter. The observed contamination/oxidation can lead to the complained errors/issues.

Event description:
There was an allegation of an error message and questionable glucose results from accu-chek inform ii meters. At 4:29 pm, the result from meter uu14540073 was 61 mg/dl. At 4:36 pm, the result from meter uu14540073 was 46 mg/dl. At 4:38 pm, the result from meter uu14540073 was 66 mg/dl. At 4:54 pm, the result from meter uu14540073 was 49 mg/dl. At 4:55 pm, the result from meter uu14540073 was 58 mg/dl. At 4:59 pm, the result from meter uu14187639 was 75 mg/dl. At 5:02 pm, the result from meter uu14187639 was 87 mg/dl.